Event description:
Related manufacturers reference number: 2017865-2022-37898. During follow-up, noise resulting in oversensing was observed on the right ventricular and atrial leads. No intervention was performed at this time. The patient experienced no consequences.